Event description:
The hospital reported that during a coronary artery bypass procedure, they had two hs iii proximal seals that did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly and the anchor tab were inside the loading device. The seal was under the window of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).